Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received pump error alarm. No further information provided.

Manufacturer narrative:
No unexpected pump error 53 alarms were noted during testing and pump error 53 was not present in the format history file or long trace file. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump gave an unexpected pump error 25 during testing and the power management graph showed a non-sleep anomaly due to a software error. The pump was received with a scratched casing, minor scratches on the lcd window, pillowing keypad overlay, a peeling serial number label and a peeling end cap address label.